Event description:
It was reported that during follow-up, non-sustained oversensing and noise were observed leading to biv pacing inhibition. Possible lead issue was discussed. The noise was not reproducible. Programming changes were recommended. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.